Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor fire forward was received for evaluation. The encor fire forward was visually inspected upon receipt and was found to be in good overall condition and does not function to specification. Furthermore, the device was cocked and found fire forward cover was missing with the unit. The cover was found to be scratched. The device was functionally tested and failed the tests as safety buttons did not slide between the locked and unlocked position. Instead, the buttons were sticking, not returning to center (locked position) as expected due to contamination within the pierce lockout plate and the associated hardware causing safety buttons were stuck to one side, disabling the safety feature of the device. Furthermore, there was intermittent difficulty in firing, caused by the lack of lubrication on the mating surfaces of the latching hardware. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported fire forward only shoots from one side and the investigation is determined to be confirmed for the identified fire forward cover was missing, and the investigation is determined to be confirmed for the identified difficulty in firing issue. The root cause for reported fire forward only shoots from one side issue was determined to be significant contamination within the pierce lockout plate and the associated hardware causing the buttons to stick identified during evaluation. The root cause for identified difficulty in firing issue was determined to be lack of lubrication on the mating surfaces of the latching hardware identified during evaluation. The root cause for identified cover was missing issue is unknown. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiry date: 12/2040), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the fire forward allegedly only shoots from one side. It was further reported that the device allegedly fires without depressing safety and trigger. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2040). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a biopsy procedure, the fire forward allegedly only shoots from one side. It was further reported that the device allegedly fires without depressing safety and trigger. There was no reported patient injury.